Manufacturer narrative:
On 8/5/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/2/2020, a manufacturing record evaluation was performed for the finished device 7604034 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On )(B)(6) 2020, during the visual examination of the device, two tears were observed on the anterior aspect, measuring approximately 0.5 cm (tear a) and 0.3 cm (tear b). Additionally, two areas of missing material were observed on the anterior view as well, measuring approximately 1.4 cm x 1.0 cm (missing material a) and 2.5 cm x 3.0 cm (missing material b). Microscopic examination in the edges of both tears and missing material areas revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor smooth round moderate profile 300cc and suffered from deflation on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2020.